Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test, occlusion test and dat test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched lcd window. Unable to verify over deliver and under delivery anomalies due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of differences between programmed delivery of insulin and the actual delivery of insulin according to the patient. The customer's blood glucose was unknown. The product was returned for analysis.